Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/23/2021. The manufacturing record evaluation was performed and identified a non conformance, which was raised to address the event reported. The necessary actions have been taken to address the issue. Additional h3 investigation summary: the product was not returned for evaluation. Visual inspection was conducted on the pictures received. Visual analysis of four pictures received determined that one sealed box of product code w3201 could be observed. The sealed box was relabeled with a label with barcode (lab100233089v4). As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events were submitted via 2210968-2020-07349.

Event description:
It was reported that the prior unknown surgery, different legal manufacturers on the suture box label and IFU were found. There were no patient consequences reported.